Event description:
It was reported that the patient was not receiving effective stimulation. The patient's implantable neurostimulator (ins) was implanted in (B)(6) 2012 and a lead revision was performed in (B)(6) 2012. The ins was then programmed but the patient stopped feeling stimulation over the next few weeks and stopped using the ins. Reprogramming sessions were not attended by the patient and the ins hasn't been used for approximately 1-3 months. The last time the patient charged was (B)(6) 2012 and an ins overdischarge was suspected. The company representative attempted to recharge the patient's ins but did not have the correct recharger. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3550-39, lot# n319577, implanted: (B)(6) 2012, product type accessory. (B)(4).